Event description:
An ophthalmologist reported that aspiration failure of a probe occurred during surgery. The condition of actuation and cutting was unknown. The procedure type was unknown. The procedure was completed by replacing the whole pack with new one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with the probe needle slightly bent and orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration, the actuation functionality of the returned probe was unable to be tested due to the inner cutter was observed to be broken. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several location along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the probe had an aspiration failure. However, the inner cutter was observed to be broken which can be a potential contributor factor of the reported aspiration failure at the time event was observed. How and when the inner cutter became broken cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The reported aspiration failure was not confirmed and an exact root cause for the broken inner cutter could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).